Manufacturer narrative:
Common device name: defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crtd). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient was in ventricular fibrillation with undersensing and was successfully cardioverted externally. It was believed that it may have been induced by anti tachycardia pacing. The device was then reprogrammed. Further, data showed that this cardiac resynchronization therapy defibrillator delivered anti tachycardia pacing to convert arrhythmia. No adverse patient effects were reported.

Manufacturer narrative:
Common device name defibrillator, automatic implantable cardioverter, with cardiac resynchronization (crtd). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient was in ventricular fibrillation with undersensing and was successfully cardioverted externally. It was believed that it may have been induced by anti tachycardia pacing. The device was then reprogrammed. Further, data showed that this cardiac resynchronization therapy defibrillator delivered anti tachycardia pacing to convert arrhythmia. No adverse patient effects were reported. This supplemental report is being filed because coding has been updated.